Event description:
Technical services received a call on 11/22/11. Caller asked technical services to look at presenting egm and atr egm from last evening. Atr egm raises suspicion of atrial undersensing. Atrial sensing programmed to 0.15mv and last measured in office at 0.4mv. Technical services agreed cannot be sure there is... This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).